Manufacturer narrative:
This supplemental report is being submitted to report the withdrawal of MFR report #8010047-2020-09459 and correct the initial report submitted on november 25, 2020. As a result of the investigation, olympus medical systems corp. (Omsc) concluded that this complaint was not reportable event since there is no part which has fallen off from the distal end.

Manufacturer narrative:
Since the subject device has been not returned to omsc for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that it was found the cover of the subject device was came off from the distal end at the unspecified timing. At the incoming inspection for the repair, olympus australia checked the subject device and found that the bending section rubber of the subject device was split which occurred leakage. There was no patient injury associated with this report.